Event description:
It was reported that episode review identified significant baseline movement and noise in primary vector. A boston scientific technical services consultant suggested troubleshooting options. Review of the stored device data noted inappropriate episodes with the device programmed in secondary vector. Additionally, there was evidence of a fracture as the previously reported noise was observed in alternate and secondary vectors. A revision procedure was performed and the physician attempted to use the old electrode with the replacement device. However, defibrillation threshold testing (dft) failed and the patient was not able to tolerate general anesthesia needed for electrode replacement. Therefore, a second revision procedure was performed the following day and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.